Manufacturer narrative:
Manufacturer's investigation is continuing. Arrangements are pending for unit to be returned to manufacturer for evaluation.

Event description:
Unloading cardiac pt from back of ambulance. Ambulance floor safety hook did not catch ambulance cot. Cot went to the ground shifting pt forward causing pt to hit back of her head on the ambulance step. Pt received laceration on the back of her head and the et tube was displaced.